Manufacturer narrative:
It was reported that a patient was undergoing an endoscopic carpal tunnel release procedure and during the procedure the surgeon noticed remnants of metal (silver colored flakes) within the patient's wrist. The tech reported that the flakes were visible through the endoscope. The surgical site was immediately irrigated with sterile saline and the debris was completely rinsed from the area. The instrument was removed from the sterile field and another device was used to complete the procedure without further incident. No additional information is available. The device was returned for evaluation however no root cause could be determine at this time. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during a patient procedure remnants of metal (silver colored flakes) from the device were noted within the patient's wrist requiring intervention to remove the particles.